Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer requested a repair, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the protective earth resistance of the motor cable was out of range and that there was a short circuit in the motor cable. Also the dielectric strength was outside the tolerance limits. The defective motor and motor cable were replaced and the device was repaired, tested and found to be fully functional. Given the information provided, we cannot discern a definitive root cause of the identified failures. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the handpiece device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was no procedure nor patient involvement reported. No additional information was provided.